Manufacturer narrative:
This report is submitted on may 16, 2023.

Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) due to an infection at implant site. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.